Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("suspected allergic reaction to metal alloys and pet in essure device") and device allergy ("suspected allergic reaction to metal alloys and pet in essure device") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal scheduled). At the time of the report, the allergy to metals and device allergy outcome was unknown. The reporter considered allergy to metals and device allergy to be related to essure. The reporter commented: essure removal was scheduled due to suspected allergic reaction to metal alloys and pet in essure device. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.